Manufacturer narrative:
Manufacturer investigation report. Device not returned to manufacturer.

Event description:
Nurse engaged safety device mechanism until they heard a "click" sound, needle slid out of the safety device and punctured the nurse, no further information was provided